Event description:
Vhs system and cables implanted 2001, due to subtrochanteric fracture of right hip. Following implantation, radiographs on 01/2002, noted change in the plate angle and non-union. Pt was instructed to be non-weight bearing, however, lag screw component was later found to be fractured. Surgery to remove and replace hardware performed 18 days later.